Event description:
The following report was received from the affiliate: this patient was previously treated with two cypher sirolimus-eluting coronary stents (3.0x23mm at the ostial right coronary artery (rca) and a 2.75x13mm at the rca) in 2005. On (B)(6) 2006, the patient was revasculatrized due to 95% restenosis at the lesion located in the ostial rca. Per the report received, lesion and vessel characteristics did not allow for the restenosis to be treated, even though multiple attempts were conducted with multiple devices. Additional information regarding the index procedure as well as product information has been requested, however per the initial reporter of this complaint no additional information is forthcoming.

Manufacturer narrative:
Please note: the device herein reported with an unknown catalog and lot number is distributed outside the united states. However, it might be similar to the united states product cxs23300. Any additional information will be submitted within 30 days of receipt.